Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer informed physio-control that no further patient information is available. Patient fields in which information is not provided were intentionally left blank. Physio-control evaluated the customer¿s device and was unable to duplicate the reported issue. Physio did observe an issue with the printer button. The small keypad assembly was replaced to resolve the printer button issue and the replaced the main keypad assembly replaced as a precaution. Thereafter proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that buttons on their device would not respond during a patient event. The on/off button was functional, but all other buttons were not. This occurred when attempting to take a blood pressure reading on the patient. In this state defibrillation therapy may be delayed or not available to a patient if needed. This issue is patient related; however there was no adverse patient outcome reported.